Manufacturer narrative:
(B)(4). The reported event of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex esophageal distal release stent was implanted in the oesophagus to treat an 11cm malignant lesion during a stent placement procedure on (B)(6) 2016. Reportedly, the patients anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying thirty percent of the stent when the deployment suture got stuck. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal distal release stent. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.